Event description:
It was reported that per mw5106006: cadd: pump kit, cadd: ms3; pump alarms low volume early. (Under-delivery). No patient injury reported.

Event description:
It was reported that per mw5106006: cadd: pump kit, cadd: ms3; pump alarms low volume early. (Under-delivery). No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). Correction of UDI details and d10: brand name: cadd ms3 pump. Common device name: pump, infusion. Device history review not needed as no serial number was provided.